Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen (B)(6) 2011 for a follow-up visit and did not present with any complications. The patient was seen again in (B)(6) 2011, and did not present with any complications. The exact date was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.